Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The caller reported the 8perc tracheostomy tube was placed in the patient (B)(6) 2010. The cuff failed on (B)(6). It started leaking in the early part of the day and by that evening it needed to be replaced. The patient did require recannulation.